Event description:
It was reported that when using the pyxis medbank system, there was a cubie failure, unable to open. The customer reported unable to dispense medication and there was no delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure. A technical service engineer verified the issue, had no witnesses and no other findings available. The system functioned as intended after the technical service engineer verified the device.